Event description:
It was reported that subject flow diverter stent was implanted in a patient to treat an aneurysm on the vertebral artery. During post procedure routine follow-up, it was noted that there was a flow-limiting stenosis and fish mouthing of the subject flow diverting stent at both proximal and distal ends. It was reported that the patient is asymptomatic. No additional information is available.

Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that, there was flow-limiting stenosis at the location of flow diverter implantation and fish-mouthing at both proximal and distal ends of the flow diverter was noted during routine follow-up. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported 'patient parent vessel stenosis¿ for this complaint.

Event description:
It was reported that subject flow diverter stent was implanted in a patient to treat an aneurysm on the vertebral artery. During post procedure routine follow-up, it was noted that there was a flow-limiting stenosis and fish mouthing of the subject flow diverting stent at both proximal and distal ends. It was reported that the patient is asymptomatic. No additional information is available.